Event description:
The customer contacted baxter's service center regarding a system error (se) 2240 (air in set), which occurred on the homechoice (hc) during dwell 2 of 4. The technical service representative (tsr) had the home patient (hp) the power cycle machine. The hc alarmed se 2367. The hp checked drain line and stated there was a leak. The tsr advised the hp to start over with new supplies and contact the registered nurse (rn) about possible introduction of air in the lines. The tsr advised the hp to start over with new supplies and contact registered nurse (rn). The hc was operational. The samples are unavailable for evaluation. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). The system error 2240 alarm was found to have an undetermined cause. The problem cannot be confirmed due to no use error described by the patient, the sample and lot number were unavailable for evaluation and an event log was not reviewed by a baxter employee. A follow-up MDR will be submitted if additional relevant information is received.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. A follow-up MDR will be submitted if additional relevant information is received.